Manufacturer narrative:
Additional information: as received, a complete lead was returned in two pieces. The reported event of noise, low defibrillation impedance, and insulation abrasion were confirmed. Visual inspection found one external abrasion breaching the ring electrode cable lumen at the proximal region of the lead, consistent with friction to the device can. The etfe cable coating on one of the ring electrode cable was abraded. One external abrasion breaching only the optim sheath was noted at the proximal region of the lead, consistent with friction to the device can. One internal abrasion breaching the ring electrode cable lumen noted under the right ventricular shock coil. The etfe cable coating on one of the ring electrode cable was abraded. The cause of the reported events of noise, low defibrillation impedance, and insulation abrasion were isolated to abrasions exposing the ring electrode etfe cable coating to the right ventricular shock coil and the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, inappropriate therapy was noted on the device. During the revision procedure, insulation damage was noted on the right ventricular (rv). The rv lead was explanted and replaced. Furthermore, an increase in capture threshold was noted on the left ventricular (lv) lead and the physician noted a small insulation defect. The lv lead was repaired successfully. The patient was stable. Related manufacturer report number: 2017865-2019-18264.